Manufacturer narrative:
Medtronic evaluated the device and found a jumper wire on ic u63 on the system controller board was disconnected. The customer was provided with a replacement device.

Event description:
Hospital biomedical technicians reported that the device inappropriately indicates paddles leads off and the defibrillator fails to charge. There was no report of pt use associated with this event.